Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "system fault 36," "system fault 37," and "system fault 58" messages. Complainant indicated there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) the malfunction was observed and the system board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The system board was returned to zoll medical us. The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.